Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. It was stated that the transmitter was removed from the sensor pod prior to the pod being removed from the patient's body. It should be noted that the dexcom g4® platinum (pediatric) continuous glucose monitoring system users guide states, under removing a sensor: when you remove the sensor, make sure to pull out the sensor pod while the transmitter is still attached. However, the reported event cannot be confirmed and a root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor pod removal from the patient, the sensor wire had detached and was thought to remain in the patient. Patient's mother stated that she felt patient's dad removed the transmitter prior to removing the sensor pod. The sensor was inserted at the buttocks on (B)(6) 2015. No additional event or patient information is available.